Manufacturer narrative:
Concomitant product: bard composix eix mesh, lot #: hubx1898, ref: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced recurrent hernia due to failure of the mesh, mesh migration and tearing. Post-operative patient treatment included mesh removal surgery.